Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the pump had alarmed with a downstream occlusion error on multiple occasions since they began using it. Troubleshooting was performed but was unsuccessful, prompting them to switch the patient to a backup pump successfully. The infusion was continuous. The event occurred while in use with a patient. The issue did not cause or contribute to any patient or clinical injury. The infusion was described as life-sustaining. The outcome of the event was reported as resolved.